Manufacturer narrative:
Correction - h6 (clinical code, device code, results code, conclusion code) the reported event could be confirmed based on available medical records and healthcare professional opinion. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. Formal medical opinion was sought from an experienced independent medical expert, and he opined as below- ¿there are discrete signs of loosening in the tibial component with the smaller cysts there. The pe can not be assessed as it is not directly visible, but there are no clear signs to assume that they are displaced or not intact. The talar component is clearly loosened with large cysts and poor bone stock especially around the central stem.¿ based on investigation, the root cause was attributed to a patient related issue. The failure was caused due to the poor bone stock and the ability of mechanical support of the implant. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery for reasons that are not available at the time of this report.

Manufacturer narrative:
Correction - h6 - device code and results codes. The reported event could be confirmed based on available medical records and health care professional opinion. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. Upon further investigation of the CT scans by healthcare professionals the following was observed:- 1st stage revision findings- ¿there are discrete signs of loosening in the tibial component with the smaller cysts there. The pe can not be assessed as it is not directly visible, but there are no clear signs to assume that they are displaced or not intact. The talar component is clearly loosened with large cysts and poor bone stock especially around the central stem.¿ 2nd stage revision findings- the implant has been replaced by a cement spacer. There have been cavities in the tibia and the talus. Some cavities are visible in the bones, however, without the implant it cannot be said safely, whether they had contact with the implant or not. Based on investigation, the root cause was attributed to a patient related issue. The failure was caused due to the poor bone stock and the ability of mechanical support of the implant. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
It was reported that the patient underwent a total ankle replacement. The patient underwent a device explant procedure. The patient was implanted with a cement spacer.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery for reasons that are not available at the time of this report.